Event description:
Primary stability not achieved, implant wasn't completely covered with bone. Dentist did not allow implant to heal because primary stability was too tight. Dentist had the impression that the implant was too large for the drill hole. Presumption: very hard bone, primary stability tight, unusual for him. It might have been possible to leave it in.